Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported that the ventilator's light emitting diode (led) control panel is out. There was no patient involvement. The customer troubleshot with technical support and was provided with part number for the power overlay. The customer reported that the led panel was replaced to address the reported issue. The unit was returned to service.